Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported patient was injected with juvéderm® volbella® with lidocaine in the tear trough area. Eleven, twelve, and thirteen months later, patient had three doses of tissue stimulator sculptra®. Shortly thereafter, patient noticed swelling under the right eye, which was "reduced with massage" and "was left with only a small nodule at the right outer canthus." Three months later, the tissue under the left eye swelled up and became inflamed. Two months later, ¿the tissue under the left eye was red, inflamed, and hard (but reducible with pressure) appearing as a solid on ultrasound scan (done in rooms) with some blood vessels traversing it and a visible capsule. Under the right eye near the outer canthus was a firm subcutaneous nodule approximately 3mm in diameter which was mobile." It was also noted at this time that the cause of the symptoms was unclear as multiple products had been used in the area. Sculptra® is contraindicated under the eyes where it was placed, and as it is known to cause nodules in the midface, it may have been the cause under the eyes. ¿because the most concerning and likely diagnosis was inflammation or infection (biofilm) associated with infraorbital filler, the patient was commenced on ciproxen," which was continued for two weeks. "On review the eye swelling was markedly improved.¿ thirteen months later, ¿hard lumps were still palpable so hyalase® was used to dissolve the filler." Four weeks later, ¿the eye swelling was greatly improved with two areas of firmness remaining so further hyalase® was used.¿ symptoms resolved after this treatment, so the healthcare professional noted that they believe the juvéderm® volbella® with lidocaine under the eyes ¿caused a reaction or acquired a biofilm, with the latter most likely.¿ biofilm was not confirmed via biopsy.